Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19274. It was reported the pt experienced discomfort at the ipg site when sitting and the ipg was unable to communicate with external devices as it was depleted, reason unk. The physician explanted and replaced the ipg. Note: the pt has two ipgs. It is unk which ipg was explanted, both ipgs are being reported.